Event description:
The customer called into technical support (ts) reporting that the device is running on internal battery even when plugged into ac. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup right before use and the device was switched out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. It is noted that the battery is not charging even when it is plugged into the wall. The remote service engineer instructed to check the 24 dc volts with a voltmeter. It was verified there was no 24 volts coming out of the power supply going to the pm pcba. It was also verified, there was 123 ac volts going into the power supply. The remote service engineer recommended power supply replacement. Further information is pending.

Manufacturer narrative:
The customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards.